Event description:
Same as MFR 6000093-2005-01397. Nine months after a drug eluting stenting treatment procedure, a thrombosis occurred. The physician successfully deployed two unknown size taxus express2 drug eluting stents in the right coronary artery (rca). The pt was discharged with a regimen of plavix. Nine months after the pt was admitted to the hospital with an acute mi. Advanced life support was intiated and the pt was brought to the cath lab. A thrombosis was noted and the physician deployed an unknown size bare metal liberte stent between the two previously placed taxus stents. It is noted the pt had discontinued plavix approximately 1 week prior to this event. No further pt injuries or complications were reported. Pt status is reported as "fine.". Made several attempts in one month to get additional information without success.